Event description:
It was reported by the user facility a saline bag back filled while the machine was sitting idle in dialysis. There was no pt involvement. The saline bag refill occurred prior to patient connection. No parts were replaced.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.